Manufacturer narrative:
Additional info: b5, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. Visual inspection found that the plastic tip on the jaws fractured. The broken piece was not returned. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The device was plugged into an generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the hand piece's jaw chipped and was shown in the image submitted. The broken piece fell off at the nurses table. It was retrieved using an instrument. Bipolar cautery was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the hand piece's jaw chipped. There was no patient injury.